Manufacturer narrative:
The device was returned for analysis. A visual and tactile inspection revealed no issues or damage to the hypotube shaft profile. Microscopic examination confirmed that the balloon was returned in a deflated state and contained blood. Two pinholes were observed in the balloon during inflation testing, one located above the distal markerband and another approximately 2 mm distal to the proximal markerband. The shafts polymer extrusion showed no signs of damage. The distal tip exhibited no evidence of damage, and microscopic analysis of both the distal and proximal markerbands revealed no abnormalities. Leakage testing corroborated the presence of the two pinholes identified during inflation attempts. The device was connected to an encore inflation device, which was verified to be functioning properly before and after use via druck gauge measurement. No additional issues were identified during the returned product analysis.

Event description:
Reportable based on device analysis completed on 09apr2025. It was reported that crossing difficulties occurred. The target lesion was located in a severely tortuous and heavily calcified coronary artery. A 4.50 mm x 8 mm nc emerge? Balloon catheter was advanced for lesion dilation; however, the device was unable to cross the lesion. The procedure was completed using a different device. No patient complications were reported, and the patient remained in stable condition. However, returned device analysis identified the presence of a pinhole in the balloon.